Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 60-year-old male presented in third-degree heart block and cardiogenic shock, leading to temporary pacemaker placement and right-heart catheterization. With an svo2 of 30% and no significant coronary disease, an impella cp was inserted via the right femoral artery for mechanical circulatory support. After activation, the pump was unable to generate flows above 1.3 l/min, consistent with restricted flow rate. Although initial ultrasound did not show a definitive thrombus, the care team later determined that a left ventricular thrombus was possible, and anticoagulation prior to insertion may have been inadequate. Troubleshooting steps¿including flushing the introducer, aspirating the sheath, evaluating for cannula kinks, and repositioning the device¿did not resolve the low flow. Given the persistent issue and concern for thrombus obstruction, the impella cp was explanted. The clinical team proceeded to place an intra-aortic balloon pump as an additional device required, and the patient was transferred to another facility for potential ECMO cannulation. Upon explant, biomaterial was observed in the pump outflow, and the device will be returned for analysis.